Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to emergency room after receiving an inappropriate high voltage shock. Upon interrogation, the right ventricular lead was counting r waves and p waves due to dislodgement. Lead reposition was attempted; however, the helix was unable to extend and retract. The lead was replaced. The patient was stable post procedure.